Event description:
It was reported that the luer lock disconnected from the reservoir, which led to the customer being hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.